Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11288. It was reported the pt had heating at the ipg pocket while charging. The sjm representative met with the pt for reprogramming and requested a replacement charging system to be sent to the pt. It was reported the heating had started about 2 months prior. The pt reported the charger may be getting hot. A replacement charging system was sent to the pt. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.